Event description:
Received information stating customer received an occlusion alarm. Reportedly, customer's blood glucose level was 505 mg/dl.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.